Manufacturer narrative:
Device evaluated by MFR: analysis of the catheter identified damage to the transition tube. The previously reported evaluation conclusion, method, and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient's system was being explanted on (B)(6) 2019. The patient's father thinks this is a pump issue because of the pump recall. The family member wanted the pump analyzed, event though there was a negative aspiration of the catheter and the reporter thought it was a catheter issue, not a pump issue. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had never had therapeutic effect with the pump. The healthcare professional did a side port access and was unable to get any cerebrospinal fluid back through the catheter access port. The patient was having spasticity. It was still being determined whether the system would be explanted. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-nov-21. It was reported that the inability to aspirate was determined only to be an issue in the spine portion of the catheter. Actions included the pump and catheter explant on (B)(6) 2019. The patient¿s weight was reported. Additional information was received from a business partner on 2019-nov-21. It was reported that the patient race was caucasian. Height and weight was also provided. Lioresal was being delivered at 2,000 mcg/ml with 550 mcg/day on (B)(6) 2019. The stop date was noted as (B)(6) 2019 as they were weaned off with a goal of explant at the patient¿s request. The indication for use was spasticity. Notes indicate fluctuating tone since implant and weakness limiting ability to advance dosing. The patient was not injured and not hospitalized on (B)(6) 2019. The side port was performed and they found no flow in the clinic, the patient went home. Patient history included a diagnosis of hereditary spastic paraplegia. Oral baclofen was started after the discovery of no flow. The patient was only hospitalized following explant surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4). Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump will be removed the week of 2019-oct-21. The hcp plans to return the pump. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump failed at the catheter. It was reported that the dose was increased for years and it was probable that the drug was spilling into the patient's abdomen. It was noted that the catheter issue had caused the patient to be hospitalized and that the patient was taking oral baclofen, melatonin and advil a for sleeping and leg pain as the device got turned down. No further complications have been reported.